Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that the leads were explanted due to patients' renal disease and the need for an arteriovenous fistula on the left side. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received which indicates that the leads were explanted due to patients renal disease and the need for an arteriovenous fistula on the left side.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. This supplemental correction report was created to capture the additional information received which indicates that the leads were explanted due to patients' renal disease and the need for an arteriovenous fistula on the left side. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was explanted with reason unknown. A new lead with the same model was implanted. No additional adverse patient effects were reported. Additional information received which indicates that the leads were explanted due to patients' renal disease and the need for an arteriovenous fistula on the left side.

Event description:
It was reported that this brady lead was explanted with reason unknown. A new lead with the same model was implanted. No adverse patient effects were reported.